Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: 9 735737, serial/lot #: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that they looked to be a 60 millimeters off when navigating with the passive planner and scope probe. Their registration accuracy was 1.1 millimeters. After going sterile and beginning navigation, the cross hairs at the tip of the instrument when placed on the patient's head, was 60 millimeters off in software. It looked like they had a projection but the manufacturer's representative confirmed there was no projection. Navigation was aborted and there was a less than 1 hour delay to the procedure. There was no impact on the patient outcome.